Manufacturer narrative:
B3: date of event was estimated based on aware date as the event date was not provided. G4 premarket/510(k) # k113220, k163174.

Event description:
It was reported that a balloon issue occurred. The 3.50 x 30 mm emerge mr balloon was selected for use. During the procedure, the balloon deflation seemed slow. There were no patient complications.